Event description:
It was reported that footswitch was not responding correctly. Reportedly, the footswitch goes into standby when pressed. The procedure was not completed due to this event. Patient outcome: no injury to the patient was reported.